Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value was not known, and fell. Cause of bg level was not known. Customer consumed carbohydrates to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline, and was discharged 6 days later with the issue resolved. Reportedly, customer experienced "nerve damage and had to be in rehab", cause was not provided. The customer continued to use the pump for insulin therapy.